Event description:
It was reported that the green pump running light emitting diode (led) would not illuminate on the patient's system controller. It was also noted that the system controller would not run a self-test. A log file analysis captured routine events. It was noted that communication between the controller and the system monitor was uninterrupted, so the led being out was considered a bulb issue only. At the time of the event, the patient was not a candidate for a controller exchange.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of controller self-test issues and a dim led were unable to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review. A review of the submitted log files showed overlapping events spanning approximately 36 days ((B)(6) 2022 per timestamp). There were no notable alarms active in the log file pertaining to the reported event. Additional information provided on 23mar2022 stated that the controller self-test is not functioning and that the pump running led is not illuminated. It is unknown if the controller will be exchanged. Multiple good faith effort attempts were made requesting if product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: pc-45308) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate ii instructions for use (IFU) section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information has been provided. The manufacturer is closing the file on this event.